Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced a controller exchange. The site stated there was a loose power connection power source on port 1. There were no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
The controller was returned for analysis. Various analysis were conducted and reviewed in order to evaluate the performance of the device in relation with the reported event. Review of manufacturing document confirmed that the associated device met all requirement for release. The reported event was confirmed via visual inspection, which revealed that port 1 was loose. Analysis of the device revealed that the device failed to meet specification; the device failed visual inspection due to port 1 was loose; however, the device passed functional testing. The confirmed malfunction is related to the report event. The most likely root cause of the failure is improper assembly of the controller port 1, which likely contributed to the event. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.